Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2013 and 2nd strattice on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the patient reported under patient identifier (B)(4) . This emdr is being submitted for the 1st strattice.

Event description:
This is follow up#1 to report on 18/jul/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional¿ hernia repair surgery and was implanted with a strattice device lot ¿s11271-145¿ on (B)(6) 2013 and a non-abbvie device, log254613. The patient underwent a ¿lysis of adhesions, explantation of infected mesh, small bowel resection, right anterior component separation, repair of incisional hernia with strattice mesh¿ on (B)(6) 2017. The patient was implanted with another strattice device lot ¿sp100524¿ on the same date due to ¿incisional¿ hernia." As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿pain and suffering, physical injury, loss of enjoyment of life and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿suffered from multiple painful infections.¿ patient ¿was hospitalized for approximately over a month after explantation of infected mesh and treatment for a fistula which included removing 27 cm of [their] small bowl.¿ patient ¿suffered from c-diff and respiratory distress during the hospitalization.¿ patient ¿was weak after [their] hospitalization and had to stay in a skilled 3 nursing facility for several weeks.¿ ¿once [the patient] returned home, [they] required assistance to perform basic daily functions such as bending, bathing, dressing, lifting and carrying objects and performing household chores.¿ the form lists the conditions that were treated were ¿open ventral hernia repair with strattice mesh placement, extensive lysis of adhesions¿ between (B)(6) 2013. The patient was also seen for ¿hernia repair & follow-up¿ from (B)(6) 2013 to 2014. The patient received treatment for ¿enterocutaneous fistula, small bowel incorporated into the prior mesh repair; lysis of adhesions, explantation of infected mesh, small bowel resection, right anterior component separation, repair of incisional hernia with strattice mesh; c diff, respiratory distress¿ between (B)(6) 2017. The patient had an ¿explantation of infected mesh, repair of incisional hernia with strattice, followup care¿ between (B)(6) 2017. The patient received treatment for ¿abdominal pain & infections¿ between 2014-2017. The patient received ¿skilled nursing services¿ between (B)(6) 2017. The patient was seen for ¿primary care, hernia related symptoms¿ between 2013-2017. As reported in the initial: limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2013 and 2nd strattice on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the patient reported under patient identifier (B)(6) (emdr-32104). This emdr is being submitted for the 1st strattice.

Manufacturer narrative:
A review of the device history record for strattice lot s11271 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.